Event description:
A customer reported, that the advia centaur in their lab generated discrepant results on multiple assays. As a result, there were 65 samples that had to be reviewed of which 20 had to have corrected results issued. Test data for the corrected results: see scanned tables.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the site on 10/26/07 and several valves, the waste reservoir sensor and the fluid detection board were replaced. Qc was analyzed and results were in range. The next day, qc was out of range and the fse went back on site and found issues with the wash sequencer board and replaced it. After this was replaced, the instrument is running as intended. For MDR reporting purpose this event is considered closed.